Event description:
Related manufacturer reference# 1627487-2019-08449 & 1627487-2019-08450.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-08449 & 1627487-2019-08450. It was reported the patient has been experiencing a lack of sufficient therapy. An impedance check revealed high impedance on all contacts. X-rays revealed fractures on both of the patient's leads. As a result, the leads were explanted and replaced. Surgical intervention resolved the patient's issue. All leads are being reported because it is unknown which leads are liable.